Manufacturer narrative:
(B)(4). No sample is available at this time. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
A home care service representative contacted corporate product surveillance on monday, (B)(6) 2010 to communicate a report received from a home patient (hp) in regards to minicap disconnect cap (B)(4). According to the report, the minicaps are falling off. The hp brought the product through (B)(6) claimed another patient reported the similar problem with the minicaps. Product surveillance spoke with the hp's wife on (B)(6) 2010. The wife stated that the hp told the clinic about the incident and the registered nurse (rn) said that that had happened to another patient as well. This medical device report (MDR) is for the second unknown patient that had the same issue.